Manufacturer narrative:
It was reported by the end-user that she is paralyzed from the waist down and has a suprapubic catheter. The end-user has been using catheters since she became paralyzed. The catheter was changed once a month until recently when she started changing every two weeks last month. There is still some irritation with the catheter. There has been bleeding around the site. The end user reported that she completed a round of antibiotics about two weeks ago for a urinary tract infection that she experienced from the catheter issue. 3 companion samples were returned from the end-user to the manufacturer for evaluation. The reported issue of leaking foley catheter could not be confirmed through visual, functional or dimensional evaluation of all samples received. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported by the end-user that the catheter is causing bleeding around the catheter site and urinary tract infections (utis).